Manufacturer narrative:
.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The manufacturers service engineer was able to duplicate the reported problem. The data acquisition to motor controller cable was found partially disconnected. The cable was reconnected to address the reported problem.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.